Event description:
It was reported that the seals of the firstpass suture passer were open. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). D4 and h4: lot, mfg and exp dates added. H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. There are no visible deficiencies. A functional evaluation showed pulling the lever closed the jaw. Pulling the trigger and lever deployed the suture passer as intended. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found a 100 % seal tray inspection is performed. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.